Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer reported to baxter's service center about resuming setup after a system error (air in tubing) occurred on the homechoice (hc) during use. The home patient (hp) cycled the power off and on to clear the alarm. It was followed by another alarm. The hp had resumed setup prior to calling. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there was not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) had the hp disconnect using aseptic technique. The hp was told to notify the peritoneal dialysis registered nurse (pdrn) of missed therapy. The alarms were cleared, and therapy ended. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.